Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported after multiple attempts at reloading touch pen software, the screen does not respond properly to placement of the s tylus. The programmer was returned for repair. There was no patient involvement.